Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed all results were within expected ranges. Additional testing of the patient sample using the fujirebio inno-lia hcv score and abbott alinity assays yielded negative results, supporting the conclusion that the elecsys anti-hcv ii result was a false positive. The issue was attributed to a sample-related factor. False positive results can occur with this assay due to its specificity as outlined in the product's method sheet.

Event description:
The initial reporter alleged a false positive result for one patient sample tested with the elecsys anti-hcv ii assay. The initial test results for the sample on (B)(6) 2021 were 10.1 and 10.2 cut-off index (coi) (reactive). A repeat test on (B)(6) 2021 yielded a result of 9.7 coi (reactive). Additional testing of the same sample included polymerase chain reaction (pcr), which was negative; fujirebio inno-lia hcv score, which was negative; and abbott alinity, which was negative.